Manufacturer narrative:
Per tandem user guide: the transmitter is reusable and is replaced about every 6 months. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the transmitter and pump regained connection however the transmitter was in use past 6 months. No additional patient information was available.